Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp). During the procedure the existing device was explanted due to it being faulty. No information was provided about the patient's outcome.

Manufacturer narrative:
H2, h3, h6, h10 updated. Product investigation completed. The cylinders were visually inspected and leak tested. Cylinder 1 has a leak attributed to wear at fold in proximal cylinder body; hole was present. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Both cylinders had wear at fold in cylinder body. The pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported event. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp). During the procedure the existing device was explanted due to it being faulty. No information was provided about the patient's outcome.